Manufacturer narrative:
(B)(4). Date sent: 1/26/2024. Additional information received: the patient is safe and there were no anastomosis related complications. After firing the gun and rotating the knob, the anvil did not disengage. In spite of opening the gun further it appeared the anvil was impacted. I had to use a clip to pry it open and then the gun disengaged. It let to a defect at the anastomosis which had to be buttressed. The patient was kept fasted for a week due to this and commenced on tpn. This delayed his enhanced recovery and his discharge.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2024. Additional information received: the surgeon advised the defect at the anastomosis was an incomplete staple line which needed to be buttressed with suturing.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2024 d4: batch #625c47 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. Open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 625c47, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was the device locked on tissue with the anvil closed? 2. If yes, what steps were taken to open the anvil? 3. If the anvil could not be opened, how was the device removed? 4. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? 5. How was the procedure completed? 6. Could you please clarify if there were any patient consequences? 7. Could you please clarify if there were any changes in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler would not release once fired, resulting in trauma to anastomosis.